Manufacturer narrative:
Pump was received with cracked reservoir tube lip and missing reservoir tube retainer. No broken case at reservoir compartment noted. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported of broken reservoir compartment. The customer's blood glucose level was unknown at the time of the incident. The product was returned for analysis.